Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that after a procedure conducted at the user facility the patient experienced an infection at the wound site postoperatively. Antibiotic treatment was administered to the wound site which remedied the infection.